Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering actuated the device but was unable to replicate the experience of improper clip loading. Upon visual inspection, engineering observed external shaft damage. The units were disassembled further and the unit met all specifications. The root cause was due to excessive friction within the shaft caused by the dented shaft, which can contribute to improper clip loading. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Lap chole- "dr. (B)(6) fired 6 clips from the ca500 with no problems. He went to fire the 7th clip, no clip was delivered, a dry fire. The clip applier was removed from the trocar. The doctor attempted to fire the clip applier over the mayo stand, he had another dry fire. The surgical tech noticed the shaft of the clip applier was bent. The clip applier was cleaned and I was contacted. The tech said the same thing had happened in the previous case." Patient status: ok.